Manufacturer narrative:
The investigation determined that non-reproducible, lower and higher than expected vitros phyt results were obtained from non-vitros quality control fluids on a vitros 5,1 fs chemistry system. The most likely assignable cause of this event was an instrument related issue. A pre-service, within-run, phyt precision test was not within acceptable guidelines. However, after service actions were completed the repeat within-run phyt precision results were within guidelines indicating that the vitros 5,1 fs system contributed to the event. Based on historical quality control data, a vitros phyt reagent issue is not likely a contributing factor to this event.

Event description:
The customer observed a non-reproducible, lower and higher than expected vitros phyt results from non-vitros quality control fluids on a vitros 5,1 fs chemistry system. Level 3 result = 19.3 umol/l vs. Expected result 44.1 umol/l. Level 2 results = 34.7, 110.2, 58.8, 59.2 umol/l versus expected 82.3 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples were not affected or would not be affected if the event was to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).